Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, the stent moved on the balloon and stent damage was noted. While removing the stylet wire and stent sleeve protector, the 4.0x20mm liberte stent moved on the balloon, but did not dislodge. The stent struts appeared to be flared. Although the tech attempted to push the stent back into place, it was confirmed that the sds was not used and it never entered the patient. The physician proceeded with another of the same device to complete the case. There were no patient complications and the patient's current condition is listed as "good."

Manufacturer narrative:
(B) (4). (B) (4).